Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on 11/dec/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿recurrent ventral incisional hernia¿ surgery and was implanted with a strattice device lot: sp100367-160 on (B)(6) 2016. The patient underwent an ¿open recurrent incisional hernia repair, left and right rectus myofascial release, left and right transversus abdominus myofascial release, placement of mesh, peritoneal lavage, removal of foreign body, and intermediate repair of attenuated skin, dermis, and subcutaneous fat¿ on (B)(6) 2017. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain, recurrence, hernia incarceration, jp drain, adhesions, bowel obstruction, scarring, mesh migration, and intervention and mesh removal surgery.¿ the form lists the conditions that were treated were ¿pain, recurrence, hernia incarceration, jp drain, adhesions, bowel obstruction, scarring, mesh migration, and intervention and mesh removal surgery¿ between on (B)(6) 2017. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿ethicon physiomesh; lot#: gl8djgao,¿ on (B)(6) 2014. The form indicates that the device was not removed or revised. The patient was implanted with another non-abbvie device, ¿ethicon physiomesh composite; lot#: jh8dlsc0,¿ on (B)(6) 2016. The form indicates that the device was removed on (B)(6) 2016 due to ¿recurrence and wound.¿ the patient was implanted with a third non-abbvie device, ¿bard soft mesh; lot#: hubq0374,¿ on (B)(6) 2017. The form indicates that the device was not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Corrected data: d6b

Manufacturer narrative:
A review of the device history record for strattice lot sp100367 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 11/dec/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a "recurrent ventral incisional hernia" surgery and was implanted with a strattice device lot sp100367-160 on (B)(6) 2016. The patient underwent an "open recurrent incisional hernia repair, left and right rectus myofascial release, left and right transversus abdominus myofascial release, placement of mesh, peritoneal lavage, removal of foreign body, and intermediate repair of attenuated skin, dermis, and subcutaneous fat" on (B)(6) 2017. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: "pain, recurrence, hernia incarceration, jp drain, adhesions, bowel obstruction, scarring, mesh migration, and intervention and mesh removal surgery." The form lists the conditions that were treated were "pain, recurrence, hernia incarceration, jp drain, adhesions, bowel obstruction, scarring, mesh migration, and intervention and mesh removal surgery" between (B)(6) 2017 and (B)(6) 2017. The ppf form also indicates that the patient was implanted with a non-abbvie device, "ethicon physiomesh; lot #gl8djgao," on (B)(6) 2014. The form indicates that the device was not removed or revised. The patient was implanted with another non-abbvie device, ¿ethicon physiomesh composite; lot #jh8dlsc0,¿ on (B)(6) 2016. The form indicates that the device was removed on (B)(6) 2016 due to ¿recurrence and wound.¿ the patient was implanted with a third non-abbvie device, ¿bard soft mesh; lot #hubq0374,¿ on (B)(6) 2017. The form indicates that the device was not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.